Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was alert for low impedance on the left ventricular (lv) lead. X-ray confirmed the lead was fractured. During the replacement procedure there was difficulty extracting the lead and the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf). The lead was removed and replaced. No further patient complications have been reported as a result of this event.